Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited several episodes of noisy signals on the same day with inappropriate therapy delivery and pacing inhibition. The patient recalled working with an arc welder that week, but does not recall the therapy delivery.